Event description:
A nurse reported that during vitrectomy surgery, there were system messages indicating that the fluidics were unavailable, and the input pressure was too high. All the fans were on full speed. They rebooted the system and another message was displayed indicating the need to increase the input pressure. There was significant delay, and the surgery was completed. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and found no problems. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system's event log has been downloaded for review. The root cause has not been determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).